Manufacturer narrative:
The device was manufactured from may 20, 2016 to may 23, 2016. The device was received for evaluation. Visual inspection was performed and there were no signs of blockage or physical abnormality that could have contributed to the reported problem. The luer cap was removed and there was evidence of continuous flow. Functional flow rate testing was performed and flow rates were found within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event after 48 hours from the start of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.